Manufacturer narrative:
The reported event of lead fracture could not be confirmed. As received, a partial lead was returned in two pieces. Final analysis did not find any indication of conductor fractures. Conductor shorts were noted due to procedural damage at the connector region. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2022-48747.it was reported that the patient presented in the hospital due to implantable cardioverter defibrillator (ICD) pocket infection and right ventricular lead fracture. The patient's full system was explanted. The patient's condition was stable.